Event description:
The surgeon did not realize the cautery pencil was on and the pt was burned.

Manufacturer narrative:
During a procedure, a conmed cautery pencil and megadyne tip was being used. It was reported that the surgeon placed the cautery pencil down on the drape and did not realize that it had not turned off. It caused two small burns on the pt. They do not use the holster during the procedure and stated that the surgeons bend the tip during use. This is an accepted practice for them and they understand this is not recommended. The bovie had been turned on and used (settings of 50-50) and thought to be turned off prior to it being placed on the drape. One of the techs then noticed that the bovie was moving and discovered that it had burned through the drape. No treatment was required as a result of the burn. They continued to use the bovie before replacing it with another one. The returned pencil was reviewed and tested. There are very few tiny dry blood stains on the rocker switch. Small dry blood stains can also be found on the top of the pencil next to the cord. It seems the facility has wiped/cleaned the pencil prior to the return. When plugged into the generator without pushing the switch, the pencil did not activate. The switch was depressed in both cut and coag for 15 secs and released. The pencil was not activated when the switch was released. Pencil was then cycled 10 times in both cut and coag modes at a setting of 30. Pencil performed normally in both modes on all cycles. Pencil was activated when pushing the switch, and the pencil was not activated when the switch was released. Based on the above, we are unable to confirm the issue with the returned pencil. Pencil is being forwarded to conmed for further eval.